Event description:
Healthcare professional reported right side "¿hypointense formation with elongated morphology measuring 10x3mm, with clear boundaries", "nodular formation with predominantly benign characteristics in the right breast".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed with MRI and ultrasound. Device has been explanted and replaced with non-abbvie device.